Event description:
It was reported the device was used during a radical prostatectomy. It was reported the stapler locked, then fired and transected, but staples did not form. The surgeon clamped both sides, sutured off bleeders, and continued. The device was used only once and the procedure was completed with clamps and sutures. There was no consequence to the pt.